Event description:
Account contact reports: pt underwent face lift procedure and developed infection post operatively. Debridment by surgeon, reportedly found small fragments of product in the wound. Pt received po antibiotic therapy. No permanent injury or scarring resulted.